Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0kjnr, implanted: (B)(6) 2014, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported the system was not turned on two weeks prior to report, the day it was implanted. The patient had good coupling at first, but later on in the day, they did not get any coupling bars. The patient was seen by a manufacturer representative on the day of report and their healthcare professional (hcp), but they could not get any coupling bars to fill in. There were no bandages, but there was a little fluid. The implant depth was reported to be fine and the implantable neurostimulator (ins) worked with the clinician programmer. It was planned to meet with the patient again and check the ins with another recharger to see if that fixed the coupling problem. The manufacturer representative later reported the patient was unable to get coupling bars. The patient did have fluid at the pocket and the doctor removed 20 cc. The ins was tilted and the pocket was still swollen. An antenna locate test had no change in numbers, so they would wait until the pocket wound healed. The patient still had fluid at the pocket five days later. When the patient tried charging over the weekend the charge did not visibly advance. The patient was going to see on (B)(6) 2014. The patient was not getting anything beyond two coupling bars. The patient¿s hcp later reported the cause of the event was not determined and the recharging frequency did not match the patient's settings. The patient had been trained and was able to demonstrate effective recharging. The ins was explanted and the patient was scheduled for reimplant in (B)(6) 2015.

Event description:
Additional information received reported the patient's entire device was removed in (B)(6) of 2014 and they were scheduled to undergo a bilateral deep brain stimulator (dbs) lead placement surgery in the MRI scanner on (B)(6) 2015.